Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and a code 1006 was displayed. Technical services discussed the alert indicates that greater than 6 volts +/- 2 volts was detected on the leads during charging. This alert may occur if the patient received an external defibrillation shock while the ICD was charging. The distributor representative did not believe the patient had received external defibrillation. Technical services instructed the representative to perform a manual capacitor reformation. If this completed normally, they should then deliver a commanded shock of 1 joule or greater. If the manual capacitor reformation aborts, or if the commanded shock does not deliver successfully, the device would require emergent replacement as tachycardia therapy could not be guaranteed. The distributor representative confirmed the manual capacitor reformation was aborted by the device and a new code 1006 was displayed. No adverse patient effects were reported. The device remains implanted pending a replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and a code 1006 was displayed. Technical services discussed the alert indicates that greater than 6 volts +/- 2 volts was detected on the leads during charging. This alert may occur if the patient received an external defibrillation shock while the ICD was charging. The distributor representative did not believe the patient had received external defibrillation. Technical services instructed the representative to perform a manual capacitor reformation. If this completed normally, they should then deliver a commanded shock of 1 joule or greater. If the manual capacitor reformation aborts, or if the commanded shock does not deliver successfully, the device would require emergent replacement as tachycardia therapy could not be guaranteed. The distributor representative confirmed the manual capacitor reformation was aborted by the device and a new code 1006 was displayed. No adverse patient effects were reported. The device remains implanted pending a replacement procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis as evidence suggests the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.